Event description:
Information was received from a trial patient who was implanted with an external neurostimulator (ens) for urinary/bowel dysfunction. It was reported that they had a problem during their evaluation. Patient said they were getting results during the evaluation then they "yanked on the wire" and the patient was back to square 1. Patient has to reset the programming and had to set stim up a whole lot higher then the patient was able to proceed with the test. Patient said the test was successful.

Manufacturer narrative:
Event date is estimated concomitant medicl product: product ID 306001 lot# unknown serial# implanted: explanted: product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.